Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was tested on an in-house system. The instrument passed the recognition and the engagement tests. It passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Correction to section d: primary product batch/lot number was updated to k16241205 0184.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.